Event description:
I am currently using accu-chek diabetic test strips for my diabetic testing needs. The test strips I received aren't working properly, they either won't work when inserted in the machine or they won't accurately give me my glucose read. I understand there is a recall for this product. When I go to their website they state this lot number, for the test strips, has not been affected by the recall. The manufacturer is roche, accu-chek aviva plus test strips, lot no. 497263.